Event description:
A patient with out-of-hospital cardiac arrest was in ventricular fibrillation (vf). It was reported that the crew tried to defibrillate the patient with standard hard paddles; however, they were not able to deliver a shock. The crew then changed to quik-combo therapy cable and quik-combo electrodes and then delivered successful defibrillation to the patient. The patient got rosc (return of spontaneous circulation), and was brought to the hospital. There were no adverse affects to the patient reported as a result of device use.

Manufacturer narrative:
(B) (4): physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.